Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller stated when patient tries to charge the controller, the green light will flash initially as if it's charging but then when they check on it, the controller will be off. Patient will have to reset the controller and it will start working again. The caller was not with the patient. The patient was redirected to call patient services for further troubleshooting.patient's wife called in repeatedevents that has already been reported. Caller also stated that the implant does not charge all the way. Caller mentioned that the patient is already charging for an hour with excellent connection but still taking long time to charge and it drains faster than the usual. Caller mentioned that they will be calling us back once patient is already with them to do troubleshooting. Patient spouse called back with patient present and repeated previously documented information. Caller reported that they will feel their stimulation has turned off and will check the controller, which will be blank and unresponsive. Caller stated they have to reset the controllerand then manually turn the stimulation back on, at which time they can again feel the vibration. Caller confirmed the implant battery is not depleted when this occurs and reported it has been ongoing for maybe the last 1-2 months. Caller reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Due to the nature of issues patient has been experiencing, agent sent a request to repair for replacement controller. Agent advised to call back if issue persists.

Manufacturer narrative:
Section b5 updated with additional information. Section h6 updated with additional device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from patient (pt), the circumstances that led to the issues with implant battery depletion fast was the battery has not been holding charge and implant depleted faster than usual. They were still having same issues and nothing changed. As part of the initial resolution, new charger box was provided but kept the same battery. As of (B)(6) 2026, it still does not hold a charge all day. Patient contacted support on (B)(6) 2026 and informed issue persists, including taking long to charge and inability to hold the charge. It was suggested that a new battery pack for use with new charger but still using old battery.